Manufacturer narrative:
Event year reported as 2019; exact date of postoperative plate breakage is unknown. (B)(4). The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that the patient underwent a revision surgery on (B)(6) 2019 due to a broken titanium tomofix medial distal femur plate. The plate was broken into two (2) parts. Initially, an implantation took place on (B)(6) 2019. The revision surgery was successfully completed. It was unknown if there was a surgical delay. Patient outcome was stable. Upon receipt of the devices at manufacturer's site it was noted that the locking screw is jammed in the tomofix¿ femoral plate. This report is for one (1) ti tomofix medial distal femur plate. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A device history record (DHR) review was conducted: part: 04.120.551s . Lot: l323254 . Manufacturing site: raron . Release to warehouse date: 17.mar.2017 . Expiry date: 01.mar.2027 . A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. This implant was manufactured from forging blank 60058224 lot l281066 manufactured in raron. Thefore raw material certificate was reviewed and the used material was according to iso-5832-2 specification for implants for surgery. A product investigation was conducted. A broken tomofix¿ femoral plate was returned for investigation. Implant was forwarded to the manufacturing site and was checked for conformance to the specifications. Summary of manufacturing evaluation: the returned plate with article number 04.120.551s (tomofix fempl med dist le 4ho ti) with the lot number l323254 is broken in two pieces through hole 1. The break is diagonal through the dynamic compression unit of the lcp combination hole. The plate shows normal signs of wear such as stains and scratches on the surface. They are not related to the plate break. The complaint regarding the breakage of the device is confirmed. All critical to quality features considered relevant to the plate breakage were remeasured and have found to be in specification.the device history records (DHR) were reviewed including the review of the documented measurements during production. All values have found to be in specification. No ncrs were generated during the manufacture of the product. Review of the dhrs showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. It was determined that the device broke due to post manufacturing damage. No manufacturing related issues were observed during investigation. The exact cause of failure could not be determined. Additionally it was noted, that one locking screw is still jammed in the tomofix¿ femoral plate. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.